Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during fill three of five. The heater bag had fallen and disconnect from the heater line. The technical service representative (tsr assisted the hp in clearing the alarm. The hp would start over with new supplies. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. This guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.